Event description:
Caller reported that the pump malfunctioned, but there were no notable events that occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.